Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 7.5 months. The patient remained on lvad support. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a previously unreported embolic stroke that occurred in the summer or fall of 2015, the exact date was not provided. The patient's inr was reported to be therapeutic and the patient did not experience any major deficits at that time. No additional information was available.